Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from italy, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, an unusual resistance was felt only when the valve left the sheath, crossing the tip. The valve was deployed and the commander ds was successfully deployed. When the esheath+ was removed, it was noticed a circumferential cut near the tip. The abdominal aorta and peripheral femoral arteries did not show any significant calcification that could justify the damage. The procedure was successfully completed without any complications and the patient was noted as to be transferred to the ward.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "sheath distal tip torn" was confirmed per evaluation of the provided image. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "during the procedure, an unusual resistance was felt only when the valve left the sheath, crossing the tip when the esheath+ was removed, it was noticed a circumferential cut near the tip" per evaluation of the provided image , the sheath distal tip was observed to be circumferentially torn. The failure mode is characteristic of sheath tip tear events as described in the product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. In addition, patient's access vasculature was characterized by "moderate degree of tortuosity." Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip as such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.